Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were unable to be reproduced during evaluation; however, downstream occlusion alarms were verified through a review of the event history log and found to be caused by a downstream sensor out of calibration. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm in the intensive care unit. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.